Event description:
It was reported that during the implant procedure, the right ventricular lead had no sensing and had high impedance without the helix being deployed. The analyzer and analyzer cables were changed, but the results were the same. The lead was not used and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood on the distal end of the electrode. (B)(4).